Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8840, product type programmer, physician; product ID 8840, product type programmer, physician. (B)(4).

Event description:
It was reported that a low reservoir volume alarm was occurring. It was discovered that this was due to the reservoir volume not being updated at the previous refill. The device system was used to deliver baclofen.

Manufacturer narrative:
Corrected information: upon further review the information available does not represent a reportable event.